Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that full breached outer insulation degradation was noted adjacent to the connector boot. No other anomalies were found.

Event description:
This report is to advise of a failure event observed during analysis.